Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - elastic nails: titanium/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: meier c., grueninger p., platz a., (2006) elastic stable intramedullary nailing for midclavicular fractures in athletes : indications, technical pitfalls and early results, acta orthopædica belgica, volume 72, pages 269-275 (switzerland). This prospective case series aims to evaluate elastic stable intramedullary nailing for midclavicular fractures in athletes : indications, technical pitfalls, and early results. Between 09/2002 and 07/2004, a total of 14 athlete patients (12 men, 2 female) with mean age of 28 years (range : 16 to 40) who had isolated closed fractures of the midclavicle (ota 06-a/b) with a clavicular shortening of at least 1 cm and/or lack of interfragmentary contact whom impairment of shoulder function would interfere with their activities were qualified for the study. Fixation was done using a preselected ten® (titanium elastic nail, stratec medical, oberdorf, switzerland) was carefully inserted. Mean follow-up was 17 months (range : 12 to 24). The following complications were reported: in one case the dorsolateral cortex was perforated when the ten® was advanced to the lateral end of the clavicle using a hammer with force. As this problem was realized during the procedure the ti nail was withdrawn a few centimeters and repositioned. In one patient, secondary fracture displacement with clavicular shortening of 5 mm was observed 6 weeks postoperatively. Subsequently the ti nail was removed 7 weeks after implantation. As radiographs showed good bony contact of the fragments with callus formation at that time the secondary fracture displacement was treated nonoperatively. Retrospective analysis of this procedure revealed an unnoticed technical error. In another patient, the ten® had to be removed prematurely (11 weeks) after skin perforation of the protruding medial end due to a direct hit during a soccer game. Two patients complained about skin irritation above the ipsilateral sternoclavicular joint. The protruding medial end of the ten® was shortened under local anesthesia and the skin irritation disappeared within days. This report is for an unknown synthes ten® (titanium elastic nail). This report is for (1) unk - elastic nails: titanium. This report is 1 of 1 (B)(4).